Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered when the embolization coil was being advanced in the microcatheter. During the removal attempt, the coil unexpectedly detached in the microcatheter. Both segments of the coil were withdrawn together with the microcatheter, and removed in their entirety. There was no reported intervention or patient injury. The patient was reported to be stable.

Manufacturer narrative:
The device was returned with the dispenser coil, introducer, and the pusher. The implant coil was returned separately. The implant appeared to have retained its shape, and had evidence of the marker band and distal ball. A few minor kinks were noted on the pusher along its length. The attachment tether monofilament demonstrated presence of a tail-like shape, which is indicative of a tensile break. The strain relief on the distal heater coil section was noted to be folded, with no presence of burn marks, which is indicative of a non-thermal detachment. Based upon the investigation findings and available information, the complaint of a broken coil could be confirmed; the pusher and coil were noted to be separated. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded its strength specification, with no evidence of a thermal detachment.